Event description:
It was reported that foreign matter was discovered prior to use with 2 bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube ×2.

Manufacturer narrative:
H.6. Investigation: bdj received 2 actual customer samples and 1 photo were returned from the customer facility for evaluation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered prior to use with 2 bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube ×2.